Event description:
The customer reported that the insulin pump alarmed absence of no delivery. Customer declined to do troubleshooting due to he was not comfortable disconnecting from the insulin pump at this time since he was using new insulin. The customer was advised to call back when almost time to change out the set. Customer's blood glucose was 250 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.